Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). This is report 1 of 2 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A batch review was conducted for the potentially associated lot number h12i06079. No exceptions were observed that were related to the reported condition. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a nurse in the USA of peritonitis in a patient coincident with dianeal therapies for peritoneal dialysis (pd). Dianeal therapies were ongoing. On (B)(6) 2013, the patient experienced peritonitis and was hospitalized for the event. The patient was treated with vancomycin (dosage and route not reported). On (B)(6) 2013, the patient was discharged from the hospital. The cause of peritonitis was unknown, as per the nurse it was most likely touch contamination. The patient was retrained on properly performing pd therapy. The patient recovered from this peritonitis event on (B)(6) 2013.